Event description:
Revision surgery - the pt was moved at the hospital; which resulted in dislocation two days post operation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after two days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was a delay in surgery of undetermined time and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product. The parts were reworked for deburring. (B)(4). The root cause for the dislocation was most likely due to the patient being moved in the hospital. There is no information reported that showed a material, design, or manufacturing problem with the product.